Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that there was a water leak coming from a broken fitting on the direct plumb water filter. The customer contained the water leak and switched over to the bulk bottle. The customer disconnected the direct plumb water filter to bypass it. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the inlet valve connector to the direct plumb water line and the issue resolved. The cause of the leak was due to a broken fitting on the direct plumb water line. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that the operator of an advia centaur xp instrument noticed a water leak on the floor caused by a broken fitting on the direct plumb water filter. The operator slipped and fell while cleaning up the water. The operator claimed his back and knees were injured and went to an emergency room. It is unknown if any treatment was provided to the operator in the emergency room. There was no impact on patient testing.